Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Event description:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: # (B)(4).

Manufacturer narrative:
Investigation was performed on-site by our field service engineer. The o2 hose was replaced and the ventilator then passed all functional and safety tests and was returned to customer for clinical use. This concerns the gas supply outside the ventilator. The gas supply pressure is checked during pre-use check. If the o2 gas supply fails during ventilation, low o2 levels to the patient may follow and alarms will be raised if set alarm limits are violated. Our conclusion is that the replaced o2 hose was the cause of the failure. However, the root cause of why the part failed has not been established as it was not returned for investigation. The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing.